Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (2000mcg/ml, unknown dose) in an implantable pump for an unknown indication for use. The patient medical history and concomitant medications were unable to be obtained. On (B)(6) 2018, a pump motor stall occurred with no recovery recorded. The patient experienced increased spasticity. There were no known environmental/external/patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed included trying to "restart" the pump following refill without success. The pump was explanted on an unknown date. The issue was considered resolved. The status of the patient was stated to be alive and with no injury. The pump would be returned when the surgeon was available, but the pump had not been picked up yet. No further information was available. No further complications were reported/anticipated. The pump implant date was unknown and the patient's date of birth was reported as (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was delivering baclofen (2000 mcg/ml at 698.8 mcg/day). The first motor stall occurred on (B)(6) 2018. When asked who was in possession of the pump, the response provided by the representative was, "the pump is still missing but we hope to find it. It was explanted during my holiday, but the clinic know since many years that they always shall  save the pump." The patient was operated on during summer vacation, and by a temporary crew who didn't save the pump "even if that was asked for, as usual." Tracking information would be provided as soon as the pump was located by the customer. Pump logs were provided from an interrogation on (B)(6) 2018 at 13:36. The logs indicate a motor stall occurred on (B)(6) 2018 at 02:08; no stall recovery was recorded.